Event description:
A malfunction was reported on the customer's pump, and no significant events occurred before this issue. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.